Event description:
It was reported that pump gave cartridge alarm during cartridge loading, identified by support as cartridge alarm 30, and caller was unable to continue using original cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to remove cartridge and deliver 9-unit bolus, then successfully loaded new cartridge using proper technique and resumed insulin therapy, and issue was resolved; no additional outcome details were reported.